Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder (turb) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient¿s bladder. Since the patient suffers from a urethral stricture, the fragment could not be retrieved. Therefore, the intended procedure was canceled and a follow-up procedure will be scheduled for removal of the fragment. No further information was provided, but there was no report about an adverse event or patient injury.